Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; device remains implanted in patient.

Event description:
It was reported "that during the case two of the 2.7mm (8) cortex screw heads broke off at the head on tightening. It was further reported that the surgeon did not use any more force than usual." Surgical delay: approximately 10 min.